Event description:
The hcp reported that the patient had been experiencing increased spasticity and was admitted to the hospital for cellulitis. It was unknown if there were any other symptoms. The hcp reported that a dye study was performed in 2006, and revealed that the catheter is occluded and/or kinked. The patient will be seen in consultation by neurosurgeon. The hcp is considering oral baclofen supplementation. At the last refill (date unknown) the pump was filled with compounded baclofen mixture. The patient had the pump filled at implant with lioresal and this was the first refill after implant.